Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer is experiencing elevated blood glucose levels (300mg/dl) in the mornings. Elevated blood glucose levels were treated via correction bolus, and the issue resolved. The customer also received medical advice from their healthcare provider.